Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent. A follow up computed tomography (CT)showed aneurysm sac growth. The physician has not scheduled or planned a secondary intervention at this time. The current patient status was not initially reported to endologix. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
At the completion of the investigation based on the information received, the clinical evaluation was able to confirm the sac growth proximal aorta above the bifurcated stent. Additionally, clinical found evidence to support the following observation; unknown endoleak type, and protected aorta size decrease. Clinical found evidence to reasonably suggest that the unprotected neck and disease progression as contributing factors to the event. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.